Event description:
I've been implanted with essure since 2003. I've been suffering from all kinds of side effects, and problems ever since. I am in constant pain, I suffer from cysts, skin irritations, bleeding, and strong odors. I believe I'm allergic to the nickel that they are made of. It's hard to get a real diagnosis, since where I live now still really haven't even heard of this product. I have pain and bleeding during sex. I've had my vitamin k become so low that I've almost died. I have sever headaches which run from the base of my neck on my right side. Everytime I say could this product be doing this to me, they say no, yet they don't even know what it is. It has affected me physically, mentally, and socially. I have pain in my lower back and abdomen. I have permanent scars from rashes that I have sustained from this product. I can't afford healthcare to get them removed, not that anyone in the area where I live would know how. When I was approached with the option of getting this procedure, I wanted to get my tubes tied, but the doctor told me that since I almost died with the last child that essure would be a better choice. I beg the differ. I haven't been the same in ten years and it seems to get worse as the years go by. I believe that they have moved inside me because my mate sometimes feel that something is there during intercourse. I really regret getting this done to me, but what really hurts is how the people that put it out there act like it's not happening to us.